Event description:
The account alleged that the bed has no nurse call alarm. No patient impact.

Manufacturer narrative:
The account found the communication cable is missing. The account replaced the communication cable to resolve the issue.